Event description:
Biomed reported a device smoked. The device was repaired by biomed at the time and placed back in use. Medwatch report indicates: nurse in pt's room observed smoke coming from in-between channels of alaris IV pump. Outer channel removed and inner channel smoking with sparks/flames coming from the top of the channel. Removed channel from the brain and sparks/flames stopped. Smoking continued briefly. Biomed reported build-up of some type of solution was found on the iui connector. The iui connector was replaced. Medwatch also states that: "there were other devices being used but they were not thought to have contributed to this event".

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for eval. Biomed indicates that they repaired the device and that the product will not be returned because it has been put back into use.